Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately one day post-implantation, the patient underwent a left hip open repositioning due to dislocation following a syncope event and fall. The torn joint capsule was repaired and joint repositioned without complications. Attempts have been made and no further information has been provided.

Event description:
It was reported that the patient suffered a hip dislocation after falling to the floor. Unknown if a revision took place. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ norway. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h4; h6; h10. The following sections were corrected: d5. - product has not been returned. No product evaluation was able to be completed. - root cause of the reported event is not device related. It was reported that a patient fell during a syncopal episode one day postop causing a dislocation and tear of the capsule repair. During an open reduction and repair of the capsule, all components were retained indicating no implant concern regarding form, fit, or function. Syncope occurs when blood pressure drops causing a lack of oxygen or blood flow to the brain resulting in a temporary loss of consciousness. This often happens with a sudden change in movement (such as abrupt standing), medication side effects, shallow breathing, and other benign findings. As the complaint indicates, no implant concerns were found with no further complications reported. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.